Manufacturer narrative:
The customer reported difficulty acquiring v6 of 12-lead ECG. The customer evaluated the device and isolated the issue to the ECG leads trunk cable. The customer ordered a replacement ECG leads trunk cable to resolve the issue.

Event description:
The customer reported difficulty acquiring v6 of 12-lead ECG.